Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04870. It was reported the patient is experiencing ineffective stimulation and diagnostic testing indicated several low impedances. Reportedly, patient stated having a fall approximately six weeks ago. X-rays were taken and confirmed lead migration for one of the leads. Surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2019-04870. Additional information received indicated that patient's both leads were migrated. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein both leads were repositioned. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04870.